Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection found that the pneumatic switch was broken.

Manufacturer narrative:
Date sent to the FDA: 04/08/2011. (B)(4) - mdu - broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that while setting up for a unknown procedure on an unknown date, the pneumatic switch was found cracked. It is unknown how or if the procedure was performed. There were no reported adverse patient consequences.